Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital.

Event description:
(B)(6) clinical study. It was reported that in stent restenosis (isr) occurred. On an unknown date, a 4.0 x 38mm synergy drug eluting stent was implanted to treat a target lesion in the proximal right coronary artery (rca). On (B)(6) 2020, the patient presented with stable angina. The 90% in-stent restenosis target lesion was located in the non-calcified proximal right coronary artery. On (B)(6) 2020, a 4.0x20mm agent drug coated balloon was advanced for dilation to treat the isr. The procedure was completed and no complications were reported.